Manufacturer narrative:
Conclusion: device investigations of the received parts did not reveal any device defect or problem. This finding was expected because according to the recipient report, the device was explanted for pain and non-auditory sensations, which are known post-operative side effects of ci implantation. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
Information was received that the user had requested to have the device removed to due chronic neck pain. The mother says that she has never been able to use the external component because the implant area has always hurt a lot, she claims to have electric like shocks and very sharp pain. The device was explanted on (B)(6) 2022.

Event description:
Information was received that the user had requested to have the device removed to due chronic neck pain. Reportedly, the user has not been wearing the external device. The device was explanted on (B)(6) 2022. The user was not re-implanted with a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.